Event description:
It was reported during a revision of the patient's drg lead (reference MDR report # 1627487-2019-07980), three of the lead contacts broke inside the epidural space when removing the lead. The remainder of the lead was removed but the broken fragments were left in the patient. There were no adverse consequences to the patient and the physician does not plan any additional surgical intervention.